Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that a partial lead (only connector portion) was returned in one piece measuring 21.4 cm. External insulation abrasion breaching the lead body insulation and exposing the re coil was found at 5.8 -6.4 cm, 6.1 ¿ 6.5 cm, and 6.6 -6.4 cm from the from the connector pin. External insulation abrasion breaching the non- functional cable lumen and inner coil lumen with both the etfe cable coating abraded was found at 13.1 ¿ 13.9 cm from the connector pin. External insulation abrasion breaching the non- functional cable lumen and inner coil lumen was found at 14.5 ¿ 15.5 cm from the connector pin. The cause of external insulation abrasions is consistent with friction to device can.

Event description:
This report is to advise of an event observed during analysis.